Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of the first device were successfully pre-placed. Reportedly, the second device attempted had a suture break when the plunger was removed. In addition, it is thought that the posterior foot did not retract. The sheath was upsized to 14f and the procedure was completed. Hemostasis was attempted to be achieved with the sutures of the one device placed; however, manual compression was used to ultimately achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was observed as a link break. The reported ¿posterior foot did not retract¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. E1: phone number.